Event description:
The surgeon attempted to insert a cq2015 cq2015 collamer three-piece lens and the lens misloaded and one haptic tore. There was no patient contact or injury. The reporter stated the cause of the torn haptic was due to a loading error. This is one of two lenses used for this patient -see MFR. Report #2023826-2006-00391.